Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found some pipette tips failing the pull force check in the reported problem area of the pipette assembly. The plunger clamps were replaced in the problem area. The instrument was inspected, tested without further problem, and returned to service.